Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a non-tortuous, non-calcified, eccentric, 75% in-stent restenosis in the right superficial femoral artery. The device was prepped (negative pressure was applied) outside the anatomy before the armada 35 balloon catheter was advanced into the anatomy. The armada 35 balloon catheter was advanced to the lesion; however, when an attempt was made to inflate the balloon, it did not inflate. The armada 35 was removed from the anatomy. Negative pressure was applied again outside of the anatomy, but air kept coming and the size of the air bubbles appeared to be larger than usual. It was further reported that during the initial preparation of the armada outside the patient, it is unknown if air kept pulling or not. The lesion was dilated with a new armada 35. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.